Event description:
It was reported that the patient went to the hospital for an echocardiogram, and a technician and a nurse practitioner noted rv and lv loss of capture on ECG. Sensing difficulty and no pacing output were also noted. Continued loss of capture was seen until a programming head or magnet was placed over the device. Pacing was then appropriate. Once the programming head was removed, loss of capture recurred. The patient was kept in the hospital on telemetry overnight, and the device was explanted the next day. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed that the device was unable to sustain a pacing output without a programming head placed over it. Further analysis revealed that when the programmer head was removed, the output waveform slowly decreased in amplitude until it was completely collapsed. During further analysis, when the titanium lid was removed, the device had a power on reset and the data cleared. The original failure could not be reproduced, therefore the root cause could not be determined. P. Bjerregaard, "severely malfunctioning defibrillator with cardiac resynchronization therapy showing no abnormalities during testing with the programming head in place". Europace, doi: 10.1093/europace/eup104.